Event description:
It was reported that the ilet pump screen became unresponsive during a supply change, with the slide-to-unlock, bell, insulin, and circle icons not reacting to touch; a prolonged sleep/wake press did not restore function, and a replacement was arranged. Symptoms included no clinical effects. Outcomes included no impact on health and no medical intervention. Investigation included review of the device report, collection of user statements, and arrangements for device return. Investigation of this case revealed a suspected touchscreen or user interface malfunction associated with the display or front housing assembly, consistent with a hardware failure that prevented normal operation. It was concluded, based on previously established findings for similar reports, that the cause was a device hardware malfunction of the touchscreen interface.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.